Event description:
It was reported that continuous glucose monitor displayed error message and caller needed help starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error message again after reset, and then successfully started sensor session.